Event description:
The customer reported that the system was down and an alternate system was required to complete the case. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive, bridge and cable were replaced. The system was then found to be operating as intended replaced.